Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving compounded baclofen, morphine, and clonidine all at unknown doses and concentrations via an implantable infusion pump for "failed back syndrome." It was reported that the patient stated their pump was flipping for approximately the last month. A healthcare professional performed a catheter dye study on (B)(6) 2018 and was able to physically flip the pump themselves. During the dye study it was able to be determined that the catheter had flipped multiple times and the catheter had twisted numerous times. The healthcare professional's plan was to do a complete catheter removal and insertion of a new ascenda catheter on (B)(6) 2018. It was reported that the issue had not been resolved at the time of the report. No further complications were anticipated/reported.